Event description:
It was reported that during a procedure on (B)(6) 2010, the catheter was "not electric". A second catheter was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.